Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of neuro-tip broken was confirmed. During service, the device failed the visual assessment. If add'l info becomes available, a supplemental report will be submitted.

Event description:
Report rec'd from the USA stating that service was required for the device. During service neuro-tip broken was noted. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no add'l info provided.